Event description:
The customer reports that no audible sounds were noticed when the as/3 f-cu8-23-3 unit was turned on for the checkout procedures. There was no pt impact.

Manufacturer narrative:
Investigation revealed the root cause for no audio in the as/3 anesthesia monitor central unit f-cu8 was a faulty old cpu board, b-cpu3-00. Repairing requires replacement of b-cpu3-00 which is no longer orderable. The product was shipped to the customer almost 18 years ago. Customer will replace unit with a new one.